Manufacturer narrative:
The complaint of leakage on the 142480489 primary plum set can be confirmed. The set was leak tested per specifications. There was a leak observed from the cut found in the tubing just above the secure lock male adaptor. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the observed leakage is due to the cut in the tubing. The cause of the damage is unknown; however, it would have occurred outside of ICU medical control as it occurred after priming set up. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device has been received for investigation. Investigation is pending. E1 - initial reporter phone has an extension number of (B)(6).

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported that during insulin infusion. The registered nurse (rn) went to initiate new infusion, then identified different infusion back filling with blood from femoral central venous catheter (cvc) catheter line into infusion tubing and blood leaking out onto bed. Identified a small crack in line. Unknown how long line was open, case followed by infection control for risk of central line-associated bloodstream infection. There was patient involvement but unknown patient harm.